Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during a bolus delivery. The customer was able to clear the alarm and resume insulin. The customer declined to perform troubleshooting with tandem technical support. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. The customer stated that the site would be changed.